Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in the mobile system (lot number and 278251 expiration date 12/31/2014). (B)(4).

Event description:
Customer received result of 25.0 mmol/l on the mobile system, and a result of 8.0 mmol/l on the compact plus system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(4). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in the mobile system (lot number and 278251 expiration date 12/31/2014). Reference medwatch report with patient identifier (B)(6) for the suspect device used in the compact plus system. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.